Event description:
It was reported that the insulin pump alarmed failed battery test. The blood glucose reading was 100 mg/dl. The customer stated that the insulin pump alarmed low battery, so she changed the battery 4 times; she stated that after each battery change, the insulin pump alarmed failed battery test. Advised replacement of the insulin pump. The customer called back, reporting that she was able to get her insulin pump to work and no longer needed to replace the device. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.